Event description:
Complainant alleged that while attempting to monitor a pt the device failed self-test. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent functional testing, the device displayed a "defib fault/defib failure" message and was unable to charge.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.